Manufacturer narrative:
Literature citation: ran harel, omer doron, and nachshon knoller; "minimally invasive spine metastatic tumor resection and stabilization: new technology yield improved outcome". Mean age: 57.2 years: sex: 4 female, 1 male. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature article that five patients with mean age of 57.2 years were operated on for thoracic or lumbar metastases. In all cases a unilateral decompression with expandable tubular retractor was followed by instrumentation of one level above and below the index level and additional screw at the index level contralateral to the decompression side. Cannulated fenestrated screws were used (longitude fns) and cement was injected to increase pullout resistance. Complication: 2 patients had 2/2 screws with 2mm medial breach (asymptomatic was not revised).